Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 90 mg/dl. Customer stated that they are not able to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.